Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00301.

Event description:
It was reported the underwent an initial tha on an unknown date. Subsequently, the patient was revised due to metallosis and signs of cobalt toxicity. The cocr head was removed and replaced with a ceramic head. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a4; b7; h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Photographs of the head were provided. Visual evaluation identified the following: the taper was slightly discolored and there were some scratches on the outer spherical surface. No further evaluation could be performed with the images provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.